Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out/faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer-returned asset, the video system center presented no image due to the video connector socket was found to be worn out and faulty. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
No additional issues were identified during the device evaluation. The video connector socket was replaced, and the unit resumed normal function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.